Event description:
International customer advised that the needle broke during a deep laceration repair. The pt was transferred to the surgical or and the needle fragment excised.

Manufacturer narrative:
Results: an unused representative sample was visually inspected and tested for strength and ductility. No visual nonconformance's were identified. The needle met requirements for strength and ductility. Conclusions: no failure detected and the product meets requirements for strength and ductility.